Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02293 and 02294.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2010 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.